Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of the patient via the (B)(6) website and alleged that about a year ago, she had a whole of cartridges that leaked . The reporter did not allege any harm or injury because of the alleged issue. The reporter's contact information was not provided. The lot numbers of the cartridges were not provided. Troubleshooting was not performed since the reporter could not be contacted for follow-up information. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed she had a leaking cartridge issue. However, at this time it is unknown what specific cartridges allegedly leaked. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The cartridges have not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.